Event description:
It was reported that during an appendectomy, the device perforated during insertion of the appendix. The piece of the device was found in the abdomen and retrieved. The case was completed with no complication. There was no consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.